Manufacturer narrative:
B4.date of this report 25 july 2025. G3.date received by the manufacturer? 25 july 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was advised to re-link the sensor and it was completed on (B)(6) 2025. Based on an additional review, the system is beginning to show improvement with better agreement in bg and sg values.

Event description:
On 28 april 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.